Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. However, pump trace download analysis confirmed the insulin pump alarmed power error 25, power loss alarm, replace battery alert and replace battery now alarm. The power management tool confirmed power error 25, power loss alarm, replace battery alert and replace battery now alarm was triggered when the backup battery loaded voltage was less than 3.5volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the insulin pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed replace battery, power loss, and change battery. The customer did not receive a low battery alarm. Customer's blood glucose level was 6.8 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.